Event description:
It was reported that this right ventricular (rv) lead recently exhibited a sudden increase in the shock impedance measurements, from 76 ohms to greater than 200 ohms. The patient was evaluated in-clinic, where the high impedance persisted in all shock vector configurations (around 133 to 136 ohms). Provocative maneuvers and pocket manipulations were performed, and no artifacts were present, nor were there any stored episodes with noise. The physician elected to raise the shock impedance alert limit to 150 ohms and enroll the patient in remote monitoring, prior to a lead revision procedure. Diagnostic imaging is also anticipated to assess potential lead fracture or calcification. The physician also reprogrammed the left ventricular lead sensing due to the elevated rv shock impedance. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received four inappropriate anti-tachycardia pacing (atp) and seven inappropriate shocks and was subsequently hospitalized. Technical services (ts) was consulted to review the episodes and discussed that the inappropriate therapy occurred due a few different reasons including sudden onset atrial fibrillation (af) with rapid ventricular response (rvr) and supraventricular tachycardia (svt). Ts also noted that the v great than a occurred due to atrial undersensing. Two additional untreated episodes were also stored due to ventricular rate greater than atrial rate from atrial undersensing. Ts discussed programming considerations to reduce inappropriate therapy from occurring in the future. Additionally, the right ventricular (rv) lead previously exhibited a sudden increase in the shock impedance measurements, from 76 ohms to greater than 200 ohms. The patient was evaluated in-clinic, where the high impedance persisted in all shock vector configurations (around 133 to 136 ohms). Provocative maneuvers and pocket manipulations were performed, and no artifacts were present, nor were there any stored episodes with noise. The physician elected to raise the shock impedance alert limit to 150 ohms and enroll the patient in remote monitoring, prior to a lead revision procedure. Diagnostic imaging is also anticipated to assess potential lead fracture or calcification. The physician also reprogrammed the left ventricular lead sensing due to the elevated rv shock impedance. Recently, the rv lead impedance also was noted to be out-of-range (greater than 3,000 ohms) and noisy signals were present. The lv lead also exhibited out-of-range pacing impedance measurements (greater than 3,000 ohms). Ts was contacted again and confirmed that the rv lead was most likely damaged and needed replacement. The physician had attempted to surgically replace the rv lead, but was unable, as the subclavian artery was occluded. It was noted that the physician wanted to downgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p). At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (device and impact codes).